Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds2221 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC showing a hole in the measure of 10cm. Observed this hole while filling with saline solution. No other information was provided.